Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient with this cardiac resynchronization therapy defibrillator (crt-d) received inappropriate anti-tachycardia pacing (atp) due to under sensing. Also, there was noise over sensing from the right atrial channel. There was a single undersensed ventricular fibrillation beat due to large-small phenomenon. The crt-d did not have a chance to see the signal because it was too small. The rhythm was slowed down after the atp. No programming changes were recommended at the time. The crt-d remains in service. No adverse patient effects were reported.